Event description:
The contact stated that the customer's blood glucose readings had been lower than usual. She tested his blood glucose using his contour meter and rec'd a reading of 31 mg/dl. She then tested his glucose using another meter (brand unknown) and rec'd a reading of 136 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution is to be sent to the contact for further troubleshooting of the test strips. No product will be returned at this time.